Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 20 mar 2024 from the home therapy nurse (htn) of a 62 year old male patient with a medical history including end stage renal disease, who stated the patient starting sweating, lost consciousness and experienced seizure like activity during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 20 mar 2024 from the htn who stated treatment was ended, emergency medical services (ems) was called, and the patient was transported to the emergency department (ed) for evaluation. The patient was observed overnight with no report of additional symptoms or medical intervention being required. The patient was discharged (B)(6) 2024 and has recovered without sequelae. Following the event the patient continues to treat using the nxstage system.